Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It reported that the customer requested assistance changing infusion set tubing. Reportedly the customer's blood glucose (bg) level was impacted, however an exact value was not provided. The customer was able to successfully connect new infusion set tubing and resume insulin delivery. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.